Event description:
A malfunction occurred with the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. The customer continued to use the pump for insulin therapy.